Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. It was received with normal operating currents and passed the displacement, prime and excessive no delivery tests. No excessive no delivery alarm noted. No unexpected bad battery alarm noted. It also had a cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked lcd window and broken belt clip slot.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms and the up and down buttons were hard to press and not always responding. Blood glucose value was 287 mg/dl. No button error alarm was found in the history. The customer mentioned that the device was possibly exposed to moisture when she takes showers due to leaving it in on the counter. Troubleshooting was not able to resolve the issue. The device was returned for analysis.